Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp edge broken shell assessed as surgical impact opening, because the edge has stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on radius assessed as a surgical impact opening.

Event description:
Device has been explanted.